Event description:
It was reported that the device ¿precision volume above 10%¿. The event occurred during pump maintenance. There was no patient involvement and no patient harm.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good condition. Event history log review was not applicable. Functional testing was unable to replicate the reported issue; the device passed all testing. The root cause was unknown. Preventive service was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.